Event description:
It was reported by service report that there were no functions to the footboard assembly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: non-functioning footboard.